Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the ins has caused spasms, "shock things" on patient and "like it was shorting out". Patient described it as surges. No further complications were reported/anticipated.